Event description:
It was reported that during a da vinci-assisted lysis of adhesions surgical procedure, the erbe generator had errors and used the force triad generator to bypass the erbe. The logs show an m-12 indicating the foot pedals may have been pressed however, the caller removed the foot pedals from the back and the error persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported an error with the erbe generator. No troubleshooting was performed as the issue occurred during a previous procedure. The customer used a force triad generator to continue the case. Logs showed an m-12 error indicating possible foot pedal activation, but the issue persisted even after disconnecting the pedals. Fse found the bipolar pedal switch was active without being pressed and replaced it to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause in this case is attributed to bipolar pedal switch. This issue can be resolved by replacing bipolar pedal switch.